Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were made. The patient was discharged and no additional patient consequences were reported.

Event description:
New information received notes that the over-sensing resulted in altered timing parameters, which were addressed through the corrective programming changes. The patient weight was unknown.

Manufacturer narrative:
Correction: d10: field should reflect corrected medical products.